Event description:
A pt reported that their meter would not power on. Pt has no symptoms and pt replaced the batteries and their meter still did not have any power. There was no serious injury or adverse event.